Event description:
Per pt, cadd legacy pump sn (B)(4) is giving error message of low res volume even after resetting volume back up to 100ml (given 0ml). Reviewed troubleshooting and pump set up. Pt is doing everything correctly and still giving error message. Pt is infusing medication using back up pump. No interruption in therapy. Pump is available to be returned. Shipping next pump today. No other info is known. Spontaneous call. Reported to (B)(6) by pt/caregiver.